Event description:
A customer reported to baxter (B)(4) of an administration set in which customer observed the tubing disconnected from the drip chamber. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which customer observed the tubing disconnected from the drip chamber was confirmed during sample evaluation. Visual inspection showed that the tubing had pulled out of the inlet port of both the top and middle y sites. Visual inspection under a microscope showed that, there appears to be an insufficient or no solvent bond on either tubing end. The remaining solvent bonds were pull tested with no failures noted. No other obvious visual defects were found. No additional testing was performed. The root cause of the reported condition is unknown. No repairs were made since this is a single use device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.